Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f-7f mynxgrip vascular closure device (vcd) was entered into an unknown sheath and the balloon of the device was inflated normally; however, when it was pulled back, the device was removed from the sheath. There was no reported patient injury. This was after a percutaneous coronary intervention (pci), and the mynxgrip was used in the process of bleeding. The device will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: as reported, a 6f-7f mynxgrip vascular closure device (vcd) was entered into an unknown sheath and the balloon of the device was inflated normally; however, when it was pulled back, the device was removed from the sheath. There was no reported patient injury. This was after a percutaneous coronary intervention (pci), and the mynxgrip was used in the process of bleeding. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle. The sealant was abutting the balloon and the advancer tube was engaged to the distal tamp lock. The procedural sheath was not returned. The catheter was inspected for anomalies and no anomalies were observed. Per functional analysis, leak testing was performed on the balloon of the returned device and found no leak in the balloon. Pressure was maintained with proper functioning of the inflation indicator. Per dimensional analysis, the inflated balloon diameter was verified and noted to be within specification. A product history record (phr) review of lot f1906004 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Based on the information available it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.